Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence, cystocele, pelvic pain and left ovarian cyst. It was reported that the patient had the concurrent procedures of left salpingo-oophorectomy, lysis of adhesions, anterior repair, and cystoscopy performed during mesh implantation.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that the patient underwent mesh excision on (B)(6) 2005.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.